Event description:
It was reported that the hemostasis valve detached from the sheath during use. As a result, the pt experienced bleeding and a surgical procedure was necessary to remove the sheath. There were no further complications.